Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Battery not holding charge was verified. Battery not charging issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.